Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. H3 other text : see section h.10.

Event description:
It was reported that after blood draw while removing the butterfly there was a needle stick injury with a bd vacutainer® safety-lok¿ blood collection set. The following information was provided by the initial reporter: it was reported that there was a needle stick injury, stuck when removing the butterfly after blood draw and scratched hand.

Manufacturer narrative:
(B)(4). Date of event: unknown. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that after blood draw while removing the butterfly there was a needle stick injury with a bd vacutainer® safety-lok¿ blood collection set. The following information was provided by the initial reporter: it was reported that there was a needle stick injury, stuck when removing the butterfly after blood draw and scratched hand.